Event description:
The report stated that the rivet that connects the jaw of the device on the precise instrument got hot and caused a patient burn.

Manufacturer narrative:
Despite several attempts to ascertain the degree of patient burn through representatives in the area, valleylab has not received this information. During the procedure, the surgeon placed the incident device on the patient immediately after repeated sealings and with no protective mats in place. The instructions for use (IFU) for this device warn, "when not using instruments, place them in a clean, dry, highly visable area not in contact with the patient. Inadvertent contact with the patient may result in burns." The tyco healthcare area representative observed a procedure done by this surgeon to determine what technique was causing the rivet to become hot during use for this surgeon, as testing at valleylab has been unable to duplicate this failure mode. The representative found that when the surgeon wants to seal off a vessel he waits for the sealing cycle to be complete. But the surgeon uses this device most frequently for mastectomies, where he also uses the device to resect the tissue as he goes along. He keeps his foot on the foot pedal and retracts the tissue in the midst of the seal cycle. This repeated, almost continuous activation of the device causes the rivet to become hot. The surgeon now takes care to follow the IFU warning about proper placement of the handpiece when not in use. The manual for the ligasure-8 system generator states to allow 30 seconds between sealing cycles. Valleylab has submitted a change order request to add this information to the ligasure precise handpiece IFU. Also, this type of technique will not be possible with the newest generator from valleylab, the forcetriad. This generator has been designed to alarm when sealing cycle is interrupted for any reason. This will prevent repeated, almost continuous activation of any device.